Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing inappropriate shock. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.